Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. The reported difficulty removing the device and intimal dissection appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of myocardial infarction, stenosis and the relationship to the product, if any, cannot be determined. The reported patient effects of intimal dissection, myocardial infraction and stenosis, as listed in the coronary dilatation catheter, trek rx, instructions for use are known patient effects that may be associated with use of a coronary catheter in native coronary arteries. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). PMA/510k correction: date received by manufacturer was incorrect on follow-up #1. The correct PMA/510k date is 04/23/2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery that did not have any tortuosity or calcification and was 70% stenosed. A 2.5 x 20 mm trek balloon catheter was used and was inflated once between 8 to 10 atmospheres. However, it was not possible to completely deflate the balloon and remove the device from the anatomy. There was a failed attempt to deflate the balloon by using an indeflator to apply negative pressure to the balloon. The patient then experienced a myocardial infarction in the target lesion and restenosis was noted under angiography; therefore, the guiding catheter was advanced forward to pull the balloon forcefully inside it, which caused a dissection. A non-abbott stent was implanted to treat the dissection. Another non-abbott stent was implanted to treat the restenosis. The device was removed from the anatomy and the balloon was noted to be inflated. The myocardial infarction resolved on its own when the 2.5 x 20 mm trek balloon catheter was removed from the anatomy. The patient is stable. No additional information was provided.